Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refy3735 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "nurse was trying to break apart the introducer when inserting the PICC and it would not come off of the PICC. The plastic did not break in the correct area."